Manufacturer narrative:
The description of the event was inadequate with incorrect references to the date of awareness and the national competent authority this supplement report #1 is being submitted to correctly provide the description of the overall event, therefore, the entire event description is being provided in this supplement correction. Date of event was corrected from (B)(6) 2015. The national competent authority was changed from (B)(6). On (B)(6) 2015, the customer site in (B)(6) contacted agfa for a change to their impax ris report template setup, in which they were receiving an error of an incomplete report. A complaint was registered and was determined, despite clear instructions; a doctor had typed part of a report below the reported bookmark so the interface did not send the whole report to the epr system. A total of 2 reports were affected as a result of the doctor typing information below the reportend bookmark. Agfa created a new report template/interface to make sure the complete report was sent; with strict instructions to the customer on how to correctly use the report template. On (B)(6) 2015 agfa received nca notification of an incident from (B)(6) nca (mpa), requesting details about this specific complaint. We are setting our date of awareness to october 27, 2015 the date agfa received notification from the (B)(6) authorities. Translation of the nca letter: the mpa has received a report from the health service about the accident / incident which can be coupled to the above medical device. Mpa wish with this letter to ensure that you, the manufacturer has been informed incident and request an opinion from you. Report from the manufacturer expected mpa provided as soon as possible. Further investigation into this issue revealed that agfa had a similar event in year 2012, in which a medical device report was submitted to the FDA; MDR report number: 9616389-2012-00002. To include background information and understanding why agfa is electing to report this new MDR event, the following information is being provided: this issue is a known issue to agfa. A problem record was created on june 8, 2012 to address the issue via problem record number hq_1206080005. A risk assessment was performed and our health hazard evaluation resulted in an s4/f1 rating. As a result of our investigation, and the determination that the issue did not cause or contribute to the initially reported harm and according to our procedures and regulation requirements, the corrective action was considered to be not reportable. In 2014, an important information letter was distributed to global customers with both impax and impax ris to inform them of the issue. Product corrections were issued for both the impax (pacs) product and the impax ris product as addressing this issue required changes to both products. Impax 6.5.5 su1 was released on march 20, 2014 and introduced the new implementation of protected sections in impax reporting. This fix was ported forward to all newer versions of impax. Impax ris 6.0.0 was released on february 07, 2014 and introduced protected sections of the report template. While communicating with the swedish site described in this MDR, it was determined that the site had not applied any of the upgrades to the pacs or ris system even though they were well aware of the issue. Their system is not upgraded because a regional upgrade is something that needs to be resource planned (by agfa and a customer) and budgeted (by the customer). The customer site described in this event has been involved in other projects the past 2 years (impax bi, virtualization, his integration) that have taken resources and budget both from agfa and this customer. A short term solution has been put in place: agfa support has improved the templates being used. A refresh of the template has been sent to the end users by the customer system administrator and a training refresher is planned. A long term solution is underway: the customer wants to upgrade to ris 6.0.0 or higher as soon as possible. The upgrade of impax still needs to be discussed with the site as both products should be upgraded during the same project. The minimum versions of the product solution required are impax ris 6.0.0 & impax 6.5.5 su1. This is a very large project and the site and agfa are currently working on an upgrade plan to be implemented sometime in 2016 due to the large amount of planning and time required for such a project. At no time, have there been any reports of injury to users or patients when using the reporting system at this customer site.

Event description:
On (B)(6) 2015, the customer site in (B)(6) contacted agfa for a change to their impax ris report template setup, in which they were receiving an error of an incomplete report. A complaint was registered and was determined, despite clear instructions; a doctor had typed part of a report below the reported bookmark so the interface did not send the whole report to the epr system. Agfa created a new report template/interface to make sure the complete report was sent....with strict instructions to the customer on how to correctly use the report template. On (B)(6) 2015, agfa received an email notification from the national competent authority from (B)(6), requesting details about this specific complaint. The (B)(6) 2015 date is agfa's date of awareness. Further investigation revealed agfa had a similar event in year 2012, in which a medical device report was submitted to the FDA; MDR report number: 9616389-2012-00002. To include background information and understanding why agfa is electing to report this new MDR event, the following information is being provided: this issue is a known issue to agfa. A problem record was created on (B)(6) 2012 to address the issue via problem record number (B)(4) a risk assessment was performed and our health hazard evaluation resulted in an (B)(4) rating. Because of an initial report of a possible patient death by the customer at that time, the adverse event reporting of 9616389-2012-00002 was submitted to the FDA and follow-up reports submitted. It was later determined and clarified by the customer site that there was no actual harm to the patient due to this incident. As a result of our investigation, and the determination that the issue did not cause or contribute to the initially reported potential patient death and according to our procedures and regulation requirements, the corrective action was considered to be not reportable. In 2014, an important information letter was distributed to global customers with both impax and impax ris to inform them of the issue. Product corrections were issued for both the impax (pacs) product and the impax ris product as addressing this issue required changes to both products. Impax 6.5.5 su1 was released on march 20, 2014 and introduced the new implementation of protected sections in impax reporting. This fix was ported forward to all newer versions of impax. Impax ris 6.0.0 was released on february 07, 2014 and introduced protected sections of the report template. While communicating with the (B)(6) site described in this MDR, it was determined that the site had not applied any of the upgrades to the pacs or ris system even though they were well aware of the issue. Their system is not upgraded because a regional upgrade is something that needs to be resource planned (by agfa and a customer) and budgeted (by the customer). The customer site described in this event has been involved in other projects the past 2 years (impax bi, virtualization, his integration) that have taken resources and budget both from agfa and this customer. A short term solution has been put in place: agfa support has improved the templates being used. A refresh of the template has been sent to the end users by the customer system administrator and a training refresher is planned. A long term solution is underway: the customer wants to upgrade to ris 6.0.0 or higher as soon as possible. The upgrade of impax still needs to be discussed with the site as both products should be upgraded during the same project. The minimum versions of the product solution required are impax ris 6.0.0 and impax 6.5.5 su1. This is a very large project and the site and agfa are currently working on an upgrade plan to be implemented sometime in 2016 due to the large amount of planning and time required for such a project. At no time, have there been any reports of injury to users or patients when using the reporting system at this customer site.